Manufacturer narrative:
(B) (4). (B) (4): the customer reported, the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: medical intervention to remove dislodged stent. It was reported that the procedure was to treat a circumflex (cx) and a high obtuse marginal (om) ostial artery. There was a previously implanted stent in the om bifurcation. Two guide wires were placed. One in the cx and one in the om. The intention was to place the stent in the ostial cx; however, the stent would have been close, almost touching the om stent. Pre-dilatation was performed, and the promus stent was advanced, but it was a very sharp calcified turn where the previously placed stent was and the promus stent would not cross. The promus was retracted into the guide catheter to take a picture at which time the stent was observed to have dislodged and was floating in the left main, but remained on the guide wire. A snare device was used to capture the stent and all devices were removed from the patient. The 2 vessels were rewired and another balloon was used to dilate the cx and complete the procedure. There were no adverse patient effects. No additional information was provided. (B) (4)